Event description:
It was reported the patient had an exploratory laparotomy with left oophorectomy in 1995. It was reported the patient developed an infection and injury as a result of contaminated sutures.